Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 1. 146 mg/dl and 48 mg/dl 2. 168 mg/dl, 112 mg/dl, and 42 mg/dl sets of readings taken at different times. Customer had a glass of ginger ale and some crackers. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.